Event description:
Device has been explanted.

Manufacturer narrative:
The reason for reoperation was reported to be due to a deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, crack valve and delamination of the valve. Leak test and microscopic analysis were performed which identified a crack diaphragm valve and partial delamination on valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve and a delamination partial of the valve (adhesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.